Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did 1 stratafix suture break into bits and pieces in each patient? If separate patient events, please assign the correct lot number to each patient event / file (you reported lots lbm284, lcm705, unknown). Did 3 stratafix sutures break into bits and pieces in the patient? The patient demographics info: age, gender, weight, bmi date and name of the spine procedure when did the suture break post-operatively? Date of re-operation? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Where on suture was it found broken in bits and pieces, (i.e. Middle or end)? Was there any precipitating stress factor for the suture breakage? What medical/surgical intervention was performed for this event? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? What is the surgeon¿s opinion of the causative factors for the breakage of the suture? What is the patient¿s current status? Product return date and tracking number. The actual device batch number associated with this event is not known. Two possible batch numbers are reported as follows: batch lbm284, batch lcm705.

Event description:
It was reported that patient underwent spinal procedure on unknown date and barbed suture was used to close the fascia. Approximately 2-3 weeks post operatively, the patient experienced wound rupture. An additional procedure was performed on an unknown date and suture was noted to be broken, in bits and pieces with no retention strength. Additional information has been requested.

Manufacturer narrative:
Representative samples of product (B)(4), lot lcm705 were received for analysis. During the visual inspection, no defects were found on the package. The samples were opened and the swage and attachment area of the needle was as expected. The suture was dispensed without problems and examined along of the strand and no defects or breakage suture was observed. In addition, the samples were tested and were above the minimum individual strength.

Manufacturer narrative:
The actual device batch number associated with this event is not known. Two possible batch numbers are reported as follows: batch (B)(4) expiration date: (B)(4). Date of mfg.: 02/03/2017. Batch (B)(4) expiration date: (B)(4). Date of mfg.: 03/07/2017. The device history records were reviewed for the possible lot numbers and the manufacturing criteria were met prior to the release of this lot.